Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with chest pain. Upon interrogation, phrenic nerve stimulation and no capture was noted on the newly implanted right ventricular lead. The lead was explanted and replaced with a competitor on (B)(6) 2019. The patient was fine after the procedure.